Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 31st of july 2022 and 27th of march 2023 recorded a fluctuation shock impedance between 70 and 80 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Noise was 1st seen on atrial channel on (B)(6) 2023 but was not reported. On march 21st noise was observed on ventricular channel, with detection in vf zone with aborted shock. ICD was turned off at the clinic on march 27th and lead remains implanted at this time. Should additional information be received, this file will be updated.